Event description:
Arthrex implant system with three buttons and attached inserters was put together correctly by tech. When md was about to use the equipment and picked it up, it fell apart. Defective equipment. Did not reach patient, no harm to patient.